Event description:
Reportedly, on (B)(6) 2023, a replacement intervention of a reply dr, (sn (B)(6) , implant date (B)(6) 2014) was performed to a patient ventricular pacing dependent. The alizea dr, sn (B)(6) , was interrogated on the box to be programmed in ddd mode in order to be implanted to replace the reply dr. During the replacement procedure, the leads were measured with the psa after being disconnected from the reply dr obtaining normal impedance and atrial threshold values, the ventricular threshold > 2 v in bipolar configuration and around 1.25 v in unipolar configuration. Then the new alizea dr, sn (B)(6) , was connected, pacing properly. No interrogation was performed after connecting the new one. When closing the pocket the patient went into asystole, the ECG monitor displayed the spikes but no capture was detected, then the pocket was opened again and the leads were connected to the psa to pace. The disconnected alizea dr, s/n (B)(6) , was interrogated with our tablet and the physician noticed an a impedance > 3000 ohms but the v impedance was similar to the one obtained when connected to the leads (around 400 ohms). The leads were connected again to the alizea dr, s/n (B)(6) , obtaining good impedance values as well as an ¿ vn markers channel in the egm screen. Again the leads were disconnected and after measuring again only a impedance was > 3000 ohms. Finally another alizea dr was implanted and working correctly. The leads implanted are tendril 2088tc-52, sn (B)(6) and tendril 2088tc-58, sn (B)(6) .

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, a replacement intervention of a reply dr by an alizea dr was interrogated on the box to be programmed in dddmode before implantation. During the replacement procedure, the leads were measured with the psa after being disconnected from the reply dr obtaining normal impedance and atrial threshold values, the ventricular threshold was above 2 v in bipolar configuration and around 1.25 v in unipolar configuration. Then the new alizea dr was connected, pacing properly. No interrogation was performed after connecting the new one. When closing the pocket the patient went into asystole, the ECG monitor displayed the spikes but no capture was detected, then the pocket was opened again and the leads were connected to the psa to pace. The disconnected alizea dr was interrogated with our tablet and the physician noticed an atrial impedance above 3000 ohms but the ventricular impedance was similar to the one obtained when connected to the leads (around 400 ohms). The leads were connected again to the alizea dr and good impedance values were observed as well as an - vn markers channel in the egm screen. Again the leads were disconnected and after measuring again only a impedance was > 3000 ohms. Finally another alizea dr was implanted instead working correctly.